Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly alarm. Event log was reviewed and there were no errors related to the complaint. There was no relevant service history. Visual/functional testing was performed. During the latch lock test was found that latch lock was working properly. Found that the downstream occlusion (dso) sensor was not functioning properly, causing reported alarm. The dso sensor was replaced to address the complaint.

Event description:
It was reported that the device exhibited a 'cassette not attached properly, reattach cassette' alarm when the cassette is attached. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.